Manufacturer narrative:
(B)(4). Batch # m5452m. The following information was requested, but unavailable: what type of procedure was the device used on. Please provide details regarding the alleged issue with the device. How was the procedure completed? Response: there were no other details or documentation provided with this device, so we were unable to circle back to the physician. It is all unknown. The analysis results showed that one tx60g device arrived in good visual condition and with a reload loaded on the device. The reload was returned with staples present and not properly loaded on the device. The reload was received with the pin and the rear cap missing. After further analysis, the cartridge was noted to be damaged. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an alleged issue occurred with the device details unknown. There were no patient consequences reported. It is unknown how case was completed.